Event description:
It was reported that the patient received a vibratory alert and presented to the emergency room. Upon review, it was discovered that the high voltage lead exhibited an impedance problem. No intervention was performed. The patient was discharged.

Event description:
New information noted that the right ventricular lead exhibited high impedance.